Manufacturer narrative:
Complaint confirmed. Visual inspection identified that both scorpion needles point blanc had broken off . As such, when both the returned scorpion needles were placed within a sample knee scorpion assembly, it could not fire completely and deploy the suture notched end. The thickness of the remaining portion of the distal end was assessed and found to meet design specifications. The cause of the event remains undetermined, although the observed condition is most likely the result of user applied mechanical forces during use.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a procedure, the needle broke when passing the suture tape through the meniscus. The surgeon replaced it with a new needle, but it broke again. The case was completed by using a new product and the case was completed. No patient harm.